Manufacturer narrative:
(B)(4).

Event description:
Procedure type: vats. According to the reporter: the idrive articulated itself without pressing the button. There was no tissue damage. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. Nothing fell into the patient cavity. No reinforcement material was used.